Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon which is indicative of a leak. A longitudinal tear was identified in the balloon material. The tear measured 2mm in length and extended from a position 2mm distall of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades of the device. A visual and tactile examination found multiple kinks were noted along the hypotube of the device. Both markerbands were undamaged and present on the hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified lesion. The device was advanced into the lesion and inflation attempts was made; however, the balloon would not inflate at all. Subsequently, the device was simply pulled out from the patient's body.

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon which is indicative of a leak. A longitudinal tear was identified in the balloon material. The tear measured 2mm in length and extended from a position 2mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades of the device. A visual and tactile examination found multiple kinks were noted along the hypotube of the device. Both markerbands were undamaged and present on the hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.